Event description:
It was reported that a spectrum infusion pump was constantly alarming upstream occlusion. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The eval confirmed and reproduced the constant upstream occlusion alarms. Eval found the readings on the ultrasonic sensor to be out of specification (low) caused by a failed upstream sensor. The failed upstream sensor was replaced.